Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator had lines in its bottom display, making the text difficult to read. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the display was missing pixels. It was also noted that the upper and lower cases were broken, the battery release was contaminated, one side bail cover and side bail were missing, one side bail cover and the battery drawer was broken.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.